Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0001038806-2022-01297. Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implants were fractured and had to be removed on teeth sites #4 and #19.

Event description:
Upon follow up, the customer confirmed that reported event is for loss of integration. A fracture did not occur. Based on this information this is a non-reportable event.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0001038806-2022-01297-1 this report is being submitted to relay additional information and corrected data. Corrected data: the event description has changed from functional fracture to loss of integration. Therefore this is a no longer a reportable event. The following sections are being reported: b4: date of this report was updated. B5: event description was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.